Event description:
The patient received her scs system on (B)(6) 2008. It was reported about 2 years later that the patient programmer was now failing to communicate with the ipg. Patient was scheduled to receive a new programmer in order to address the alleged issue, but she has elected to have her system explanted instead. No plans for surgical intervention have been made at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product. However, one affected unit was removed from this production lot number and the remaining balance was approved for use. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.